Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi device, necessitating a visit to the emergency room where they stayed for 7-8 hours. During the incident, the customer¿s blood glucose level reached 400 mg/dl but there was no permanent injury or life-threatening ketone levels identified. The issue was resolved with saline and insulin treatment before the customer was released the next day. Technical support confirmed the alarm issue and proceeded to send a replacement pump. The customer continued to use the pump for insulin therapy.